Event description:
It was reported to boston scientific corporation that a solyx single incision slng system was used during a procedure. The patient age was reported to be over 18 years.according to the complainant, during the procedure, the physician hit bone with the delivery device tip and the tip bent. It was reported that the physician was not pushing the device through the tissue with more pressure than usual, but that the patient had unusual anatomy. The problem occurred on the first side of implantation. No part of the device detached.the physician completed the procedure with another solyx sling with no complications and the patient's condition at the conclusion of the procedure was reported to be "great."

Manufacturer narrative:
(B)(4)